Manufacturer narrative:
Findings: pump was received with broken battery tube threads, cracked reservoir tube lip, cracked display window corner, cracked lcd window and minor scratched lcd window.

Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 111 mg/dl. The customer stated that the crack is on the battery compartment and around the battery cap about a half inch long. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.